Event description:
It was reported that the collimator blades on the 9800 system closed down at boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The high voltage cable was repaired during the service call. The system was tested and found to be working as intended and put back into service.